Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer was directed to contact the manufacturer, however, the patient reported that he or she had "been down that road more pain than they are worth".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the pain stimulator did not work. No further complications were reported or anticipated.